Manufacturer narrative:
Additional information regarding the device details was not made available as of the date of this report. Should additional details be obtain, a supplementary report shall be submitted. This report is submitted on november 6, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported).